Event description:
This device was returned with oos documentation from biotronik representative (B) (4). The lead was removed because, it was sensing a lot of noise. This device was replaced with a linox sd 65/18, (B) (4). Per rep, the physician thought that he saw blood under the insulation of the lead. The screw in the device header did not secure the lead properly. (B) (4) feels this might have contributed to the noise on the lead. Lumax 340 dr-t, (B) (4), MDR 1028232-2009-000855. Linox td 65/18, (B) (4), MDR 1028232-2009-00681.